Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and a crack was observed on the cartridge. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was 114mg/dl.